Event description:
It was reported that for four weeks the patient has experienced intermittency in his hearing perception when he swallows, speaks or chews. However, his hearing impression is unchanged. During testing, it was found that with pressure applied the groundpath impedance could be reduced. An x-ray will be carried out, as a problem with the reference electrode is assumed. Due to the patient's current situation, re-implantation surgery is scheduled for next year.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.